Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site as well as bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 295 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). When removed from the site the cannula was also found to be bent. As treatment she changed the pod, did an increase of the temp basal and drank more water.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The download data shows the device delivered 4075 pulses and generated an 0x18 empty reservoir alarm. Investigation confirmed the reservoir to be empty. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or defects were observed in the fluid path or needle mechanism that would inhibit the soft cannula from properly inserting into the infusion site. A root cause for the reported not properly inserted cannula could not be determined. The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no irregularities that would indicate a struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula.